Event description:
A00001676-000, 6000089-2006-00032; it was further reported that the stent thrombosis for this pt was withdrawn by the site. Target lesion 1 was 10mm long. Final angiography demonstrated 0% residual stenosis following post-dilatation and stent placement. Seven days after the initial procedure, the pt was admitted for cardiac catheterization to evaluate symptoms of recurrent angina and abnormal results of a persantine myocardial perfusion scan the day before, which was positive for a moderate to large area of reversible ischemia involving the anterior wall and extending into the anteroseptal and anterolateral wall. Left coronary angiography performed the next day revealed 70-80% mid stenosis of the lad, which represented an area of disrupted plaque distal to the previously placed lad stent which did not appear critical at the time of deployment. The lad was treated with direct placement of a 2.5x12mm taxus stent, reducing the stenosis to 0%. The pt was discharged the next day on continued asa and plavix therapy. In the opinion of the physician the relationship to taxus stent is not related. Two hundred and twentytwo days after the initial procedure the pt was admited for diagnostic cardiac catheterization prior to elective cholecystectomu. Of note, the pt had also been experiencing recurrent chest pain radiating to the shoulder and associated with shortness of breath, palpitations, and decreased exercise tolerance. Coronary angiography that same day revealed lvef 55%, lmca normal, lad multiple previously placed proximal stents noted, with 50% stenosis in the med portion of the stented region at the origin of a diagonal branch lcx 90% ostial stenosis, rca no significant disease. A cardiothoracic surgical consultation was performed 8 days later. Eleven days later, the pt underwent recommended aortocoronary bypass grafting x 2 with lima to lad and lra to omi. The pt was discharged 3 days later on continued aspirin and plavix therapy. In the opinion of the physician the relationship of the tvr to the taxus stent is not related.

Event description:
Clinical study. Same case as 6000093-2006-00036. It was reported that 222 days after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st) and underwent coronary artery bypass grafting (CABG). The lesion being treated in the index procedure was a 2.75mm, 80% stenosed portion of the mid left anterior descending (mid lad). The dr treated the lesion with direct stenting and successfully implanting two taxus express2 8.8% (2.75x8mm, 2.75x20mm) drug eluting stents in the target lesion with no overlap. The 2.75x20 was an expired product. There were no reported complications. The pt was discharged the next day on plavix and aspirin. Two hundred twenty two days after the initial procedure the pt experienced a st and underwent a CABG. The pt was discharged 3 days later.